Event description:
It was reported that a pt intubated with a 3.5 neo, neonatal tracheostomy tube experienced respiratory distress when device became occluded or plugged and attempts to suction the device were unsuccessful. It was also reported that when the decision to reintubate the pt was made, identification of the device size could not be immediately determined as the descriptive print on the tracheostomy tube was not visible or recognizable. However, a replacement 3.5neo device was at the pt's bedside and the pt was successfully intubated. Following reintubation pt's respiratory status and vital signs were acceptable. The 3.5neo device was in use for approx six days when the reported incident occurred.